Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the ligasure device caused a thermal burn. The customer attributed it to user error and not device failure. The patient has since been discharged. The injury to ureter was minor.this incident was also reported under maude report number 1001760000-2015-8001.